Event description:
The customer alleged that he performed control tests using his contour system and received results of 220 and 200 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.